Event description:
The customer reported that the system locked up during an image transfer to pacs and then the workstation would not boot up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The hard drive was replaced and the system software was reloaded. The system was then found to be operating as intended.